Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio2: 4.3, lab: 3.0. Target therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.